Manufacturer narrative:
Product ID 3387-40, lot# j0222763v, implanted: 2002 (B)(6); product type lead product ID 37602, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3387-40, lot# j0225645v, implanted: 2002 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4).

Event description:
Information was received from the patient that reported the patient had a loss of stimulation. They tried to check their implant 3 days prior to report but her head started to jerk back and forth after. The patient messed it up and she didn't know what she was doing. It was noted as a sudden change in therapy/symptoms. Troubleshooting occurred and they were able to turn their therapy back on and change the settings back to text mode. The patient's head stopped jerking and their therapy was back on again. The patient was implanted for dystonia. **please see manufacturer report #3004209178-2015-17020 for information on the patient's concomitant system.